Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th august 2025, it was reported by an arthrex employee via email that for an ar-1588btb, btb tightrope®, after ar-1588rt-ib broke ((B)(4)), ar-1588btb was opened to be used as a new femoral tightrope. When cinching the graft into the femoral socket, the btb tightrope broke. It was also reported that for an ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, when attempting to secure the internal brace to the shin, the anchor threads broke/bent upon insertion. The doctor drilled 4.5mm into the medial tibia and used 4.75 swivelock tap. This was detected during use in a acl graftlink procedure on (B)(6) 2025. The procedure was completed successfully as a 2nd ar-1588rt-ib tightrope was opened and used successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the -anchor, peek broken/damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.